Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, and the tip does not align with the other grip. The grips do not show cracking damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws were broken on a force bipolar instrument. The procedure was completed. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure on (B)(6) 2024, the jaws of the instrument appeared to be unhinged and would not manipulate open or closed when surgeon took control of the instrument. There were no missing fragments at the tip of the instrument and the jaws were not stuck closed on tissue. No images of the devices were available for review.